Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, it was reported that the patient connected the extension line after priming, which is a known cause of this alarm. ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device, instructs the user to connect the patient line extension to the patient line prior to priming. It also instructs the user to make sure the patient line extension is correctly positioned in the organizer and verify that the patient line extension is placed in the left slot of the blue organizer. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in set/line). The patient was connected at the time of the alarm. This event occurred during the initial drain of peritoneal dialysis therapy. The patient reported having connected the patient extension set after priming. The technical services representative assisted the patient in clearing the alarm. The patient was to complete therapy using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.